Event description:
A customer contacted beckman coulter inc. (Bci) stating that patient samples were run as part of a study on (B)(6) 2010 and five of these samples gave incorrect glucose results when repeated on the au2700 clinical chemistry analyzer in the laboratory. Two samples were initially low and on repeat gave higher recovery with a h flag (result is higher than the normal value range) and three samples were initially high with a h flag and on repeat gave normal results. The results provided by the customer. The customer did not inform bci of these sample results until (B)(6) 2011. These results were not reported outside the laboratory and there was no change to patient treatment associated with these results.

Manufacturer narrative:
Samples were heparinised plasma. No other information is available for this event.